Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional unrelated observation(s) reported by site: the instrument was found to have a segment of the conductor wire dislodged at the distal. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrections: it has been determined that g02015 - electrical lead/wire and c0706 - stress problem identified were unrelated to the customer reported failures as previously listed in the previous MFR report # 2955842-2026-04437 follow-up number 1. Therefore, annex c - inv findings desc 2 and annex g - component desc 2 were removed and updated as blank.

Event description:
Refer to h11 for follow-up information.